Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a cervical trial implant procedure on (B)(6) 2017, the patient experienced difficulty breathing and an irregular heartbeat the procedure was abandoned. The patient was placed on his back and an ambu bag was used to provide breaths, the patient recovered and was discharged home.